Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs device was replaced due to charging difficulties and a pocket site revision was simultaneously performed to improve patient comfort. The patient underwent an implantable pulse generator (ipg) revision procedure, the patient initially was equipped with two ipgs, the system was revised to a single-unit configuration following explantation and replacement. The ipg will not be returned for analysis due to hospital policy. Postoperatively, the patient was doing good.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.